Event description:
It was observed that during the device evaluation, the subject scope/probe device exhibited burnt areas on the distal end cover, distortion in the image and it turned black. Additionally, the forceps passage had a channel leak due to an internal tear. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: burnt areas on the distal end plastic cover, the image shows distortion and turned black after aeration due to charged coupled device (ccd) failure and the forceps passage had a channel leak due to an internal tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.